Manufacturer narrative:
The user reported inaccuracies between their cgm and bgm. A diagnostic upload was requested but could not be completed because the user did not have access to a computer. A review of the sensor data available in dms indicated transient optical instability, and the escalation team recommended steps for the user to re-link the sensor. Customer care attempted to contact the user multiple times to provide the escalation response; however, the user was unresponsive, and no assistance could be provided. Per dms review, the user is currently using the system with up-to-date information. B4. Date of this report 03 dec 2025. G3. Date received by the manufacturer? 03 dec 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided. A review of dms indicated that the user was advised to re-link the sensor.the user remained unresponsive to multiple communication attempts; however, a review of dms confirmed that the user is currently using the system and the information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.